Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer was hospitalized due to hip broke and high blood glucose. The customer's blood glucose level was 371 mg/dl at the time of the incident. The customer¿s other blood glucose was 383 mg/dl. The customer reported that they were experiencing very high blood glucose. The customer did not have any symptoms of high blood glucose. The customer does not want to do troubleshooting for high blood glucose; they just wanted to increase the amount of the basal rates. The insulin pump will not be returned for analysis.